Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative reseated the video connectors and the circuit boards and checked the voltage. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the 9800 system displayed a no input signal error message. No pt injury was reported.